Event description:
The patient was having a double lumen PICC inserted. When the physician went to remove the peel away introducer, one of the tabs snapped off. The physician was able to remove the introducer from the patient. No patient harm reported.

Manufacturer narrative:
Qn# (B)(4). The customer provided one photo for analysis. The returned photo shows a dilator inserted into the sheath and one of the sheath tabs broken off from the rest of the assembly. The customer also returned one dilator and peel-away sheath for evaluation. A PICC set contents sheet was also returned. Visual examination revealed one sheath tab was separated from the sheath. A portion of the sheath body remained within the hub. The separation points appeared rough and jagged. The sheath body was also torn along the score line. The total length of the sheath body measured to be 4" which is within specifications of 3 and 7/8" - 4 and 1/8" per product drawing. A manual tug test confirmed the remaining tab was fully secured to the sheath body. Manufacturing engineering was consulted to evaluate the sample returned by the customer for potential manufacturing causes. They indicated that the blue stripe was not aligned with the molded hub window. It appears to be a molding issue. A device history record review was performed with no relevant findings. The IFU provided with this kit instruct the user, "grasp tabs of peel away sheath and pull apart, away from catheter, while withdrawing from vessel until sheath splits down its entire length." The customer report of a separated sheath tab was confirmed by complaint investigation of the returned sample. One sheath tab was separated from the sheath. A portion of the sheath body remained within the hub. The separation points appeared rough and jagged. The sheath body was also torn along the score line. Manufacturing engineering was consulted to evaluate the sample returned by the customer for potential manufacturing causes. They indicated that since the blue stripe was not aligned with the molded hub window , there appears to be evidence of a molding issue. Based on the condition of the sample received and feedback from engineering, the root cause of this complaint is deemed manufacturing related. A nonconformance request was initiated to further investigate this issue.

Manufacturer narrative:
(B)(4).

Event description:
The patient was having a double lumen PICC inserted. When the physician went to remove the peel away introducer, one of the tabs snapped off. The physician was able to remove the introducer from the patient. No patient harm reported.